Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed rash in front area under the electrodes due them leaving indentations on her skin. Patient described the wound as red and painful, also that it was open and there was drainage. Patient was in the hospital for an unrelated issue, and was being treating with cortisone by the nurse. Follow up indicated that the area no longer itches and just pink now.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Per additional information: a us distributor contacted zoll to report that the patient called back in to report her skin irritation has worsened. The patient described the rash as itchy. The patient reported that the skin irritation is under the front and back pads, and it is spreading to her back. There was no alleged device malfunction contributing to the irritation. Patient reported that her physician prescribed triamcinolone cream .1% and she was approved to take benadryl. Follow up indicated that the cream helped the irritation under the front pads to improve. A us distributor contacted zoll to report that a patient developed rash in front area under the electrodes due them leaving indentations on her skin. Patient described the wound as red and painful, also that it was open and there was drainage. Patient was in the hospital for an unrelated issue, and was being treating with cortisone by the nurse. Follow-up indicated that the area no longer itches and just pink now.